Manufacturer narrative:
H6 medical device problem code 2017 - failure to follow steps / instructions. The suture mediated closure (smc) system was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It was reported the physician operated the smc device out of order. It is not noted which step(s) were done out of sequence; therefore, a specific section cannot be referenced in the electronic perclose prostyle instructions for use (eifu). The IFU deviation contributed to the reported difficulties. The reported difficulty and subsequent treatment is due to user error. Based on the reported information, the physician operated the smc device out of order. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the common femoral vein using the pre-close technique prior to a micra interventional procedure via a 6f sheath. The sutures of two prostyle devices were successfully placed. The sheath was upsized to an unspecified large-bore vein sheath and the procedure was completed. Reportedly post procedure, the operator forgot the order of suture placement and the hemostasis was not achieved at first but managed to solve the case. A third prostyle was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.